Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as abrasions on her sides where the circular electrodes are touching top layer peeled off and is pink but is not bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.